Event description:
It was reported that, during an office follow-up, the low energy shock impedance was less than 30 ohms. Technical services asked for today's programmer data, but the clinic does not save to a usb. Technical services reviewed the latest latitude data. The weekly impedance measurements have been around the 40-ohm range. Technical services advised the low impedance today may be due to extra fluid onboard the patient. The clinic may send in device data for further analysis. There were no adverse patient effects. The system remains implanted.